Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the product returned. As per the hardness testing and dimension taken are within specifications. Item is fractured into multiple pieces and exhibits wear marks. As per fracture analysis, nearly all distal shaft external surfaces show rotational wear marks suggesting constant contact with a hard object during drill rotation. The cutting flutes are also nearly worn off with few remaining cutting edges & none sharp. It is unknown if these deformations were before or after the fracture. Some of the shard's internal surfaces show jagged fracture planes which with the drill bit's angular distal fracture surface suggests a torsional overload fast fracture. Xrf material analysis confirms the material as 455 stainless steel. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Expected, not yet received.

Event description:
It was reported during a gt femoral nail procedure, the tip of the drill fractured into many pieces within the patient's wound. This occurred when the surgeon was drilling with the drill bit after the guide pin was inserted. Although the surgeon removed the drill bit, there were many fractured pieces within the patient's wound. The surgeon was able to remove many of the fractured pieces; however, one piece was retained within the patient's body. The surgeon does not plan to remove the retained piece and does not think this will cause any issues for the patient in the future. Due to the event, there was a delay in procedure of approximately thirty-one to sixty minutes.